Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash that was small, bright, red dots under all parts of the lifevest. The patient confirmed that the irritation was raised and it would break open/produce drainage. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told him to return the lifevest. In addition, the physician prescribed a topical cream for the irritation. Follow up indicated that the skin irritation on his chest is improving, however, the irritation on his back has not yet improved.